Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 481 to over 500 mg/dl and diabetic ketoacidosis. Troubleshooting found that the cannula was bent and the tape was not sticking. Customer was advised on proper adhesion methods. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. The customer was advised to follow up with their doctor regarding the high blood glucose.